Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high thresholds and intermittent capture which it was caused by scarred or injured tissue. No additional adverse patient effects.